Event description:
The customer reported approximately ten milliliters of cleaner solution leaked on the counter involving the coulter lh 750 hematology analyzer. The customer noted a black bracket, attached to the probe, was broken. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the bracket attached to the probe wash was broken and leaking diluent during the probe wipe process. The fse replaced the probe wipe assembly and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications. (B)(4).